Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and changes in impedance measurements. An insulation issue was questioned. It was noted that pacing thresholds were still good and the patient was not pacemaker dependant. This lead was connected to a non boston scientific device. Additional information was provided that the actual measurements were unknown and the patient will continue to be monitored. No adverse patient effects were reported and this lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.